Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 266044/239951, UDI: (B)(4), UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 268001, UDI: (B)(4).

Event description:
It was reported that the patient had explant procedure due to an unknown reason. No further information has been obtained.